Event description:
It was reported that the system 9800 intermittently displays temp sensor warning. Error did not effect any cases. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
Received this report without the second page. Per FDA directive on (B)(6) 2011, this report will be processed as is.